Event description:
Per the clinic, the patient experienced swelling and pain of the scalp at implant site (date not reported) and was subsequently treated with oral antibiotics for 7 days on (B)(6) 2021.